Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report: 1627487-2018-08375, reference MFR. Report: 1627487-2018-08377. The patient is implanted with a different manufacturer's leads, an abbott ipg and adapters. It was reported the patient experienced discomfort at the ipg pocket and lead site. As such, surgical intervention was undertaken during which the adapters were explanted and replaced.